Event description:
A customer observed false positive ahbs results during a cap survey. False positive results may lead to inappropriate physician action. No pt results were affected. There was no report of pt harm as a result of this event.